Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was also reported that the device was emitting tones. No adverse patient effects were reported.